Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later provided there were no malfunction with reprocessing accessories. There was no delay in pre-cleaning or in manual cleaning. The forceps elevator was moved up & down for three times in water during pre-cleaning. Detergent was flushed around the forceps elevator during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no deformation noted where foreign material remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: - detection method is described in operation manual chapter 3 preparation and inspection. - preventive measure is described in reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital and (B)(6) institute. The device was returned and evaluated, and the customers¿ allegations were confirmed. Additional findings other than the foreign material in the forceps elevator are as follows: the forceps elevator had dirt around it; the plastic distal end cover, the connecting tube, the universal cord, switch 1, the suction connector, the scope connector cover, and the light guide cover glass all had a scratch; the adhesive on the bending section cover was detached; the bending section cover had slack, the suction cylinder and forceps channel port was shaved; and the bending in the down and left direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was reduced angulation on the duodenovideoscope found during reprocessing. No patient harm was reported. The device was returned and evaluated, and the forceps elevator had a foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.